Manufacturer narrative:
Summary of evaluation: the device was not returned, therefore it was not possible to perform any investigation.

Event description:
The broach doesn't fit the handle properly. There was no adverse consequence for any pt or delay in surgery or anesthesia time.